Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for pre-dilation. However, when the device was inserted in the 6fr non-bsc guiding catheter, the balloon wire in the middle broke. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for pre-dilation. However, when the device was inserted in the 6fr non-bsc guiding catheter, the balloon wire in the middle broke. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 54.6cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.